Manufacturer narrative:
Date of event: 2016. Model number / catalog number: sc-2208-70, serial number: (B)(4), batch / lot number: a42863, model / catalog description: st linear lead 70 cm. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation. No further information could be obtained.